Event description:
A consumer reported within several days, after having essure inserted, she experienced extreme pain on her left lower side. An ultrasound revealed she had pid from essure. She took antibiotics, but still has pain on the left side that impacts how she walks. It has gradually gotten worse. In addition to the hip and side pain, she also has chronic lower back pain. This year, she had two episodes of severe dizziness. The doctor believes she now has an auto-immune disease called miniere's disease. Finally, she stated that she looks as though she is 6 months pregnant.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.